Manufacturer narrative:
The doctor noted that he did not pre-ream high enough before inserting the nail and kept turning the implant to get it to advance. He attempted to remove the nail once the nail stopped advancing.

Event description:
The event involved an intramedulary nail which fractured upon attempted removal.